Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump produces a "no cartridge detected" warning during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: during investigation, the load step malfunction and loss of prime with non-zero force were verified in black box. The load step was not able to be completed due to the load step malfunction. During testing, the force sensor calibration and resistance were found not be within the required specifications. The pump was opened and contamination was found on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.